Event description:
It was reported that during device upgrade, a stable position could not be obtained for the right atrial lead. It was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.